Event description:
It was reported that the customer's pump was "not giving her any insulin" leading to an elevated blood glucose (bg) level; specific bg value not provided. Reportedly, the customer lost consciousness and the customer's granddaughter transported them to the hospital; details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.